Event description:
It was reported that a spectrum iq pump had no drips in the chamber and no fluid delivered during therapy (medication, dose, programmed amount and delivery rate unknown). The event occurred at the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, 'no drips in the chamber and no fluid delivered to the patient' was unable to be confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Evaluation performed flow accuracy and found the device passing with errors less than 5%. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.